Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Customer declined bci service, stating that their bio-med would perform maintenance. A bci field service engineer (fse) did not evaluate the system. The customer's bio-med engineer performed preventative maintenance on the instrument, but customer could not identify any hardware issues. A definitive root cause could not be determined for this event. This is 2 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR numbers 212870-2011-03350, 2122870-2011-03351 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.